Manufacturer narrative:
Product is not available for return and evaluation. An investigation is being conducted based on the reported information.

Event description:
It has been initially reported that the patient, a male had a PICC line inserted for the first time and three (3) days after insertion, returned to the hospital reporting pain and blistering at the insertion site under where the biopatch was placed. The PICC line was used for vanco, the patient did not have a reaction to the chloraprep and continued the use of chloraprep after discontinuing use of biopatch. As a result of the continued use of chloraprep, the patient sustained an infection, and the line was removed. The patient had an open wound and is already receiving antibiotics for an existing diabetic condition. Follow up communication yielded the clarification below: the biopatch had been covered with a 3m product. The biopatch and dressing was off when the nurse saw the patient again. The area that was under the biopatch had become red and blistered near the PICC insertion site. The area was covered at that time with a dry dressing. The PICC line remained in place and used. No further medical or surgical treatment was required. No infection was noted at the site, and the only antibiotics given to the patient were the ones he was already on. Another PICC line was inserted awhile later and biopatch was successfully placed with no skin irritation. No product return is available; the lot number of the product used is also unk.